Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 24 mm vacs balloon. During the first deployment attempt, the valve position was too high, and the valve dislodged, therefore the valve was recaptured. The second deployment attempt resulted in a better implant depth and the valve was released. As the valve was released, the valve dislodged towards the left ventricular outflow tract (lvot). The implanting team attempted to relocate the valve using one snare, however the valve dislodged out, towards the aorta. A second transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: three media files and one static image were provided for review of event described above. Patient summary was not provided for anatomical view. There is no fluoroscopic valve load imaging for review. Two of the images provided show the pigtail not in the noncoronary cusp (ncc) per our instructions for use (IFU) recommendation for adequate depth and delivery of the medtronic bioprosthetic valve the pigtail is to be in the non-coronary cusp (ncc). Next the image provided for depth assessment/ dislodgement to the ventricle is not squared off evidence by the paddles of the medtronic bioprosthetic valve. Depth is not as severe but does demonstrate a deep implant. Final image shows a dislodged medtronic bioprosthetic valve held in the ascending aorta with snare as a non-medtronic bioprosthetic valve is transverse through to the annulus. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. With the limited information available, a root cause for the dislodgement could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 24 mm vacs balloon. During the first deployment attempt, the valve position was too high, and the valve dislodged, therefore the valve was recaptured. The second deployment attempt resulted in a better implant depth and the valve was released. As the valve was released, the valve dislodged towards the left ventricular outflow tract (lvot). The implanting team attempted to relocate the valve using one snare, however the valve dislodged out, towards the aorta. A second transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evprop23-29, lot#0011440103, use by date 2023-10-07, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.